Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were experiencing high blood glucose levels and lost sensor alert. Blood glucose level at the time of the incident was 468 mg/dl which was treated with insulin pump. Customer was assisted troubleshooting for the sensor issues and was advised that strong radio frequency interference in the environment may lead to possible signal interference alert and to follow pump screen instructions if this occurs. Customer declined troubleshooting for high readings. No product will be returned for analysis.